Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer believes her primary pump is not delivering basal insulin properly since (B)(6) 2015. No adverse event reported. A request was made for the return of the device, replacement sent.